Event description:
Spoke with reporter who performs pump refills and stated patient had return of pain and volume discrepancies on refills. Reporter does not know device serial number. Patient is receiving compounded medications. The hcp decided to turn the pump off and treat the patient with oral medications. No device troubleshooting performed.